Event description:
The technician reported that when the bed was engaged in brake mode with the pedal down that the brake casters would not hold. The bed was located in (B)(6) at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The tech found the mechanism assembly has one of the brake steer cams installed incorrectly and the bearings were the old style bearings without the grove. The tech installed the brake steer cam and brake casters correctly and replaced the bearings to resolve the issue. The tech advised the account that someone had tried to repair the bed and installed the brake steer cam and casters incorrectly. Based on this info, no further action is required.